Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.6., b.7., d.6b., g.2., h.6.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of drainage, seroma-late and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage, seroma-late and wound dehiscence.

Event description:
Patient reported right side "swelling of breasts and fluid build up", "tenderness", "pain", "skin rashes", "oozing skin wound at the site of the breast", and ¿concerned about cancer¿. The reported events "extreme tiredness", "lack of concentration" are not related to the device. The device remains implanted. Treatment: antibiotics and pain relief.